Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did two sets of back to back blood glucose tests. The first set of tests resulted in 190, 180 and 140 mg/dl. The second set of tests were from his non-diabetic wife and her readings were 110 and 60 mg/dl. Tests were done within 10 mins of each other, using the same fingerstick a couple of times. There were no symptoms. He did not have any control solution for testing.